Event description:
This is a spontaneous report by a consumer from (B)(6) of an event occurring in the united states of peritonitis in a home patient (hp) (age not reported) coincident with dianeal pd4 ambuflex and extraneal viaflex therapy. The hp is visiting the us from (B)(6). On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter technical service representative (tsr), the patient and caregiver (cg) reported that the patient was experiencing abdominal pain and needed to disconnect from the homechoice (hc) device to go to the hospital. This event occurred during use while patient was connected in fill. The fill volume (fv) was reported as equal to 2152 (units not reported). The tsr assisted the caregiver as requested. The call was completed and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. The hp disconnected and went to the hospital. The patient was admitted to the hospital from (B)(6) 2011. It was not reported if diagnostic tests were performed or if remedial therapy was rendered. Event outcome was not reported. Action taken with dianeal and extraneal was not reported. Medical history and concomitant medications were not reported. The reporter did not comment on causality. Follow up information was received by baxter (B)(4) on(B)(6) 2011 from the patient's wife. The patient was diagnosed with peritonitis on (B)(6) 2011. The patient?s wife reported that the patient was currently at the clinic training on hemodialysis because the pd was losing its effectiveness.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.